Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient woke up to emergency medical services and police officers attending to him. It was reported that the patient experienced a hypoglycemic event. The patient's spouse contacted ems because the patient had lost consciousness while they were asleep and during that time, the sensor had failed. When ems arrived, they checked the patient's bg and it was 31 mg/dl. The patient was treated with glucagon and the patient stabilized. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.